Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient with an implantable infusion pump receiving intrathecal lioresal with a concentration of 2000 mcg/ml and a dose 549.6 mcg/day for intractable spasticity. It was reported that the patient recently had a pump replacement for a normal end of service (eos) and the patient developed a rash over their pump. Technical services reviewed the materials that the patient would come in contact with and redirected the rep to allergenic healthcare provider (hcp) and managing hcp to treat. Additional information was received on 2021-sep-21 from a hcp via the rep that reported the cause for the rash over their pump was unknown and the issue was not resolved at this time. The actions and interventions taken to resolve the issue was the physician was monitoring day to day. Additional information was received from the rep on 2022-may-16 indicated the rash developed into an infection and the pump was explanted in (B)(6) 2022. It was noted a portion of the catheter was left in the patient at the time of explant. They planned to implant a new pump today ((B)(6) 2022).